Manufacturer narrative:
No malfunction suspected. End user stepped on the front footplate while transferring and fell. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over or falling from the power wheelchair, do not stand on footplate. Do not put weight on footplate, armrest or controller while getting into or out of the power wheelchair."

Event description:
End user's son reports the end user stepped on the front footplate while transferring out of the power wheelchair and fell.